Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The alleged device was not eligible for evaluation as it had reached its end of life and no longer supported by philips. It is not possible to determine the cause of the reported problem; the customer was provided with replacement information.